Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. Similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4). A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Event description:
The facility representative contacted a technical service representative to report a colleague infusion pump that experienced failure code 814:04. This condition had the potential to interrupt delivery. This condition was found in the rehabilitation department during programming/setup. There was no report of patient involvement, patient injury, medical intervention necessary, or adverse reaction in association with this event. This device is a remediated colleague pump with a user interface module software version of 5.09.90. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with failure code 814:04 was confirmed during event history log review. This condition was caused by faulty air in line (ail) printed circuit board (pcb). The pump head module (phm) which contains the ail pcb was replaced to correct the reported condition. Should additional information be received, a follow-up medwatch will be submitted.